Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not satisfied due to inability to maintain rigidity during intercourse, as the implant would deflate. A surgical procedure was performed in which the pump was replaced, despite being found to be functional. No air was observed in the device and no perforation was identified. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for rte snapcone is (B)(4).

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for rte snapcone is (B)(4). This report is report is being submitted to correct the device code field (h6) and evaluation conclusion code field (h6) in section h, device manufacturers only.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not satisfied due to inability to maintain rigidity during intercourse, as the implant would deflate. A surgical procedure was performed in which the pump was replaced, despite being found to be functional. No air was observed in the device and no perforation was identified. There were no patient complications reported.